Event description:
When removing the bovie pad from the patient, noticed 4 areas on the patient's back where the skin appeared abrasive. The surgeon in attendance observed the areas in question. No treatment was given at this time.